Event description:
Customer noticed o2 saturation between 75 percent and 90 percent during use. At use of other lot the o2 saturation values were o.k. Patients ((B)(6)) are about (B)(6), provided with o2. Sensor was connected: (B)(4) - main cable - sensor. Alarms were correctly released. Sensors were on the toe tip. Sensors were one day in use before defect occurred. The correct playing of the sensors were checked three times a day, when problems occurred sensors were changed. (B)(6) o.k. After change of sensors. Allegedly failed sensor is not available for evaluation. Customer is returning unused sensor from identical lot for evaluation.

Manufacturer narrative:
It is unknown where or how the sensor was applied. It is unknown if the sensor had been cleaned or had been repaired. Patient details are also unknown. This is the second of three reports. Referencing 2936999-0013-00172 and 2936999-2013-00175. Per oximax max-I directions for use lists various instructions and cautions in regards to possibilities of incorrect readings such as: indications/contraindications: the nellcor oximax infant oxygen sensor, model max-I, is indicated for single patient use when continuous noninvasive arterial oxygen saturation and pulse rate monitoring are required for patients weighting between (B)(6). Note: when selecting a sensor site, priority should be given to an extremity free of an arterial catheter, blood pressure cuff, or intravascular infusion line. Note: if the sensor does not track the pulse reliably, it may be incorrectly positioned or the sensor site may be too thick, thin, or deeply pigmented. Or otherwise deeply colored (for example, as a result of externally applied coloring such as nail polish, dye, or pigmented cream) to permit appropriate light transmission. If any of these situations occurs, reposition the sensor or choose an alternate nellcor sensor for use on a different site. Cautions: failure to apply the max-I properly may cause incorrect measurements; while the max-I is designed to reduce the effects of ambient light, excessive light may cause inaccurate measurements. In such cases, cover the sensor with opaque material; intravascular dyes or externally applied coloring such as nail polish, dye, or pigmented cream may lead to inaccurate measurements; excessive motion may compromise performance. In such cases, try to keep the patient still, or change the sensor site to one with less motion; do no immerse in water or cleaning solutions. Do not resterilize. Immersion or resterilization could damage the sensor; if the sensor is wrapped too tightly or supplemental tape is applied, venous pulsations may lead to inaccurate saturation measurements; do not alter or modify the max-I. Alterations or modifications may affect performance or accuracy.